Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen locked up on the device. The issue was confirmed on the device. There was no repair made to the device, and it will be scrapped.